Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose around 400 mg/dl. The customer's mother reported that they went to emergency room to treat the high blood glucose with manual injection during a hospital visit. The insulin pump will not be returned for analysis.